Manufacturer narrative:
(B)(4). Date sent: 3/5/2026. D4: batch # unknown. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the procedure of retossegmoidectomy, the stapler presented locking, the surgeon was unable to make the clamps firing, and replacement was necessary. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 3/31/2026. Additional information was requested and the following was obtained: could you clarify if there were any consequences for the patient? There were no consequences for the patient. Could you clarify if there was any change in the patient's postoperative care as a result of the event?